Event description:
My surgeon used the medtronic infuse which has caused me many significant problems - such as pain, major nerve injuries, as well as has me constantly worried about things getting worse.